Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The controller and pendant were received and inspected. There was no visible heat and/or smoke damage. No odor was present. The components were connected to an actuator and battery. The pendants "up" button was depressed and the motor lifted. Once the "up" button was released the motor stopped. The pendants "down" button was depressed and the motor descended. When the "down" button was released, the motor continued down. The pendants down button was damaged. The pendant was switched with a known good pendant, and the control box functioned as designed. No smoke and or functional discrepancies were observed. The broken pendant was placed on a separate known good controller and the pendants down function did not work. No smoke and or heat damage was observed. Incident due to a broken down button on the pendant.

Event description:
The dealer alleges the controller started smoking.